Event description:
Reporter indicated that a vns generator was unable to be communicated with during an initial implant surgery. Another vns generator was used to complete the surgery. The noncommunicative generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.